Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was system related. The cause of death was unknown.

Event description:
Related manufacturer report number: 2017865-2023-11709, 2017865-2023-11712.

Manufacturer narrative:
Correction to related manufacturer report numbers.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.